Manufacturer narrative:
The full name for e1 initial reporter establishment name: (B)(6). The calcium gen. Reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the rinse station suction tube was torn and replaced it. Test runs were performed, and the device was found to be functioning correctly. During another service visit, it was discovered that the suction needle was clogged, the needle was cleaned, and the wash water volume was adjusted. The investigation determined that the root cause was the damaged rinse station tube, and it was replaced. The service action resolved the issue.

Event description:
There was an allegation of a questionable calcium gen. Result from the cobas c 503 analytical unit for one patient. The initial result was 0.99 mmol/l, and the repeat result was 2.23 mmol/l. The questionable results were identified during a technical validation initiated by the laboratory staff.